Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose and heart catheterized on (B)(6) 2017 with blood glucose of over 600 mg/dl. Customer was in emergency room for high blood glucose. Customer stated that arteries was blocked. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.